Event description:
It was reported that when the patient presented for routine follow-up the right ventricular lead exhibited high pacing lead impedance and loss of capture. The patient is not dependent, so lead will be replaced when the device reaches eri. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.